Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-25047 and 1627487-2013-25049. The pt had two leads with the same lot number. It was reported the pt's scs system was explanted due to ineffective stimulation and pain at the ipg site.